Event description:
In united states, patient reported that the infusion set did not fully deploy into body and infusion set was still stuck in inserter when he pulled away from body on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.